Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry, and it was not possible to interrogate; there were no green lights. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, no telemetry and was not possible to interrogate. The device also failed uplink testing. The cable was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).